Manufacturer narrative:
Device 8 of 13.

Event description:
Unomedical reference number (B)(4). Event occurred in norway on (B)(6) 2024, it was reported that the patient had troubles with 13 bent cannula when removing infusion set from the body. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.